Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1, 4.2 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that main drawers 4.1 and 4.2 were off the bus and replaced the drawer controller board for both drawers; testing was completed using the hardware testing application and confirmed proper functionality. The system functioned as field service engineer repaired the device.